Event description:
Mentor saline under the muscle breast implants in (B)(6) 2008. Within a few months of getting them I started having chronic inflammation. I was soon diagnosed with hypothyroidism with symptoms that were not alleviated with meds and optimized thyroid levels. Ringing in my right ear nonstop since 2011. Diagnosed with major food allergies and intolerances in 2013. Digestive issues continue today. Mood and sleep disturbances that interfere with my life. Hand numbness and tingling. Hip joints tightening up and sore. Profound muscle soreness and fatigue. Heat and cold intolerance. Period pain including large complex hemorrhagic ovarian cysts and symptoms of endometriosis. Hair loss.